Event description:
Patient reported that back to back tests performed on the ss meter using the same finger stick (more than 10 min. Apart) were 450 and 250 mg/dl (57% difference). The pt stated that they were urinating frequently at that time. Pt did not have supplies needed to do control test. On f/u, co rep discovered meter is not cleaned frequently (once every 3 months) and reviewed proper cleaning and importance of using control solution with pt. There was no allegation of harm.